Event description:
It was reported, the patient could not adjust stimulation. The programmer was showing the ¿call your doctor¿ icon with a power on reset (por) condition. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported the patient did not have any concerns with their device or therapy. The system was replaced on (B)(6) 2014 and was working great.

Manufacturer narrative:
Product ID 3037, serial# (B)(4), implanted: 2007 (B)(6); product type programmer, patient product ID 3093-28, lot# v067060, implanted: 2007 (B)(6); product type lead. (B)(4).